Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 52 mg/dl at the time of the incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer needed assistance adjusting pump settings. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.